Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed speaker. The speaker was replaced to correct the condition. Additional information:not audible alarm.

Event description:
It was reported that a spectrum pump had no audio in the general care area. It was also reported there was no patient involvement.